Event description:
The following was reported to arjohuntleigh by the arjohuntleigh representative: the caregiver was looking away from the resident when the resident leaned forward causing the alenti to tilt. As a result, the resident fell out of the alenti and sustained bruising to the feet and arms.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Additional information will be provided upon conclusion of the investigation. (B)(4).